Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 32mg/dl. Customer indicated that their blood glucose value was unknown at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. Troubleshooting advised customer on battery usage. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display noted. No unexpected fading display, blacker screen or display anomaly noted. No unexpected low battery alarm or battery icon anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.